Event description:
It was reported that the collet was not holding the pins. The account could not confirm if there was patient involvement. There were no adverse consequences related to this event. The manufacturer investigation found that the impreglon coating in the collet had worn off.

Manufacturer narrative:
The device was returned to the manufacturer and it was determined that the root cause of the pin sticking is due to the wear and flaking of the impreglon coating. This coating is used inside of the collet to prevent the pin from sticking. This report will be updated if additional information from the investigation is received.